Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported intraocular pressure (iop) rise during an intraocular lens (iol) implant procedure. The lens was not implanted. It is unknown at this time if the lens was introduced to the eye prior to the increase in iop. Additional information has been requested.

Manufacturer narrative:
Additional information was provided by the reporter indicating that the lens had nothing to do with the event. Product evaluation: the information provided states the lens was not used. A malfunction has not been indicated or information provided as to the cause of the event. The manufacturer internal reference number is: (B)(4).

Event description:
The patient was left aphakic.